Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The sensor was found to be in sensor state 7 with event log [11] and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s printed circuit board assembly (pcba); it was observed that molex was damaged. Attempt to scan the sensor after de-casing was unsuccessful. A further extended investigation was conducted. Visual inspection was performed on the returned de-cased sensor puck and the pcba. The inspection revealed that the molex connector had been damaged during de-casing and detached from the pcba and observed poor soldering on the application specific integrate circuit (asic). The sensor was unable to be scanned using the evaluation module (evm) following the de-casing procedure. A functionality test could not be conducted because the asic sustained damage during the de-casing process. Therefore, this issue is unable to test section h6 (investigation findings) code c20 (no findings available) and d15 cause not established was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received unspecified low readings on the adc device. It is unknown whether the customer noted a trend arrow on the device. The customer experienced dizziness, a seizure, a loss of consciousness, and was unable to self-treat. The customer went to the hospital where they had contact with a healthcare professional who "examined the customer's organs" however no treatment rendered. There was no report of death or permanent injury associated with this event. Reportedly, an adc device reading of 86 mg/dl was compared to a reading of 501 mg/dl obtained on an hcp meter. When plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was 2 days. It is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received unspecified low readings on the adc device. It is unknown whether the customer noted a trend arrow on the device. The customer experienced dizziness, a seizure, a loss of consciousness, and was unable to self-treat. The customer went to the hospital where they had contact with a healthcare professional who "examined the customer's organs" however no treatment rendered. There was no report of death or permanent injury associated with this event. Reportedly, an adc device reading of 86 mg/dl was compared to a reading of 501 mg/dl obtained on an hcp meter. When plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was 2 days. It is unknown when these readings were obtained in relation to the reported medical event.